Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead was admitted to the hospital with sepsis. The patient was administered antibiotics and was discharged from the hospital to a nursing home. This product remains implanted and in service. No additional adverse patient effects were reported.